Event description:
It was reported that following a breast biopsy procedure, a non-sterile tissue marker was placed within the pt. There have been no reports of infection or any adverse outcome to the pt as a result of the marker implant.

Manufacturer narrative:
The lot number for the device was provided. A review of the device history records was performed and it was confirmed that the lot met all release criteria. The device was not returned to the manufacturer for evaluation. The manufacturer has issued a recall notification to be identified customers who have received the affected products. On 01/24/2013 the manufacturer notified the FDA (B)(4). District recall coordinator of the pending voluntary recall and gained concurrence of the customer notification letter prior to its distribution. On (B)(4) 2013, the voluntary recall was initiated. Assessment of procedures and actions identified that personnel deviated from the procedure. The product was not returned to incoming quality control area following a visual inspection.